Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 14. Details of surgery: implant surface not completely covered with bone. On 2024-03-20, non-osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis. No further patient complications were reported.